Event description:
The device was applied during a laparoscopic colon resection procedure. The instrument broke inside the cavity. The surgeon retrieved all components without incident. The hosp has reported no pt injury occurred.